Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed the infusion tubing. The customer's blood glucose (bg) level was 230 mg/dl. Tandem technical support had the customer perform a system check using the current supplies on the pump and the infusion site appeared to be the cause of the occlusion. However, the customer removed the cannula and no damage was observed. The customer changed the cartridge and infusion set. Additional information received on (B)(6) 2016 indicated that the customer had not received any further occlusion alarms.